Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: at follow up call on (B)(6) 2017, the customer stated her condition had improved and she did not currently have any diabetic symptoms. Customer went to the hospital on (B)(6) 2017 due to the combination of having symptoms and the high blood glucose reading. Customer associated the symptoms to the high reading and went to hospital. Customer stated the hospital had tested her blood and urine and that the diagnosis was that her sugar was high. Customer stated no medication or treatment was given. Customer stated her blood glucose test result when she arrived at the hospital was 313 mg/dl and that it was 200 mg/dl when she left on (B)(6) 2017. The customer stated no new medications or healthcare program was suggested by a healthcare professional. Customer did not have supplies with her at the time of the follow up call.

Event description:
Consumer called for assistance with performing a blood glucose test. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 401 mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated she had a headache and thought that it was due to her diabetes because she tested high. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.